Event description:
In 2001, donor left center and had a hematoma when they left the plasma collection facility. Donor was lightheaded and dizzy after donation. No symptoms of an allergic type reaction during the donation. Donor went to the ER on an unknown date after the donation. No information was provided regarding treatment received at the emergency room. This donor was a first time donor, and has not donated at the collection facility since the first donation. The donor alleges latax reaction. The next day donor reported a bruise. The donor's arm was checked at the reporting plasma facility, and a small bruise at the venipuncture site, with a good pulse. In a week, a follow-up call to the donor from the collection facility was performed. The donor indicated that their arm was dark purple from the shoulder to the forearm. Donor did not return to the center after conversation.